Event description:
Customer reportedly obtained a result of 345 mg/dl on the advantage system and 165 mg/dl on a professional device within 10 minutes. No action taken on device result. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.